Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device did not recognize ECG waveform through pediatric paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.